Manufacturer narrative:
The ICD is expected to be returned for laboratory analysis. Once the product is received and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during an interrogation of this implantable cardioverter defibrillator (ICD), it was noted that the ICD had reached end of life (eol). At the previous patient follow up four months previously, the battery status was good. A memory download was performed and sent to boston scientific engineering for review. An engineer reviewed the data and confirmed that the device was experiencing premature battery depletion. The reason that the ICD did not display a code 1003 (battery voltage too low for the projected remaining capacity) is that it had not been interrogated in three years with an actual programmer. As a result, the software that included additional thresholds for earlier detection of code 1003 was not uploaded into the ICD until after the device was using voltage to determine battery status rather than the coulometer. When the device is using voltage to determine battery status, the low voltage alert (code 1003) mechanism is inactive. Device replacement was recommended. The ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.